Event description:
The report stated, that the patient suffered 2nd and 3rd degree burns on shoulder, arms, upper body. The hospital has indicated at this time that the unit will not be returned for evaluation.

Manufacturer narrative:
Date of initial report: 11/20/2007. Further information is being sought from the site. If the generator is returned or further pertinent information is received, a follow-up report will be sent.